Event description:
This report is based on information provided by a service engineer and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating while at the bench, it was discovered that the center pin of the charging port was missing. There was no impact to the patient and was not reported by the customer.